Event description:
It was reported that this pacemaker was discovered to be in safety mode. A replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was retained by the hospital.